Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to over-rotation. Visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, the stylet became stuck in the right ventricular lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.